Event description:
It was reported that during an ion endoluminal lung biopsy procedure, olympus radial endobronchial ultrasound (ebus) was utilized via the ion catheter. The ebus stopped working and would not show an image. The hospital site robotics coordinator reported that since the probe and needle were aligned with the tumor mass, the physician continued and obtained 3 needle biopsies. With the last biopsy attempt, significant bleeding was noted from an unknown source. The patient¿s oxygen saturation, end tidal carbon dioxide level, and blood pressure dropped quickly. The patient became difficult to ventilate and oxygenate. The procedure was aborted and the patient went into pulseless electrical activity arrest and a code was called. Advanced cardiac life support (acls) protocol was initiated. The endotracheal tube (ett) was filled with blood and large clots and was replaced. The ion system was undocked and a regular bronchoscope was used to assess the area; however, the physician was unsuccessful in locating the source of the continued bleeding. Acls protocol was performed for 20 minutes; however, resuscitation was not successful and the patient expired. There was no report of any malfunction of the ion system, instruments or accessories. The physician believed that the cause of death and patient outcome was not ion related and the event would have likely occurred via another modality.

Manufacturer narrative:
Based on the current information provided, another manufacturer's device stopped working with loss of visualization. Biopsy was continued, followed by hemorrhage, pulseless electrical activity (pea) arrest, and death. The report source stated that olympus medical was notified of the event. An olympus field engineer checked the ebus and the site was informed that there were no significant findings. A review of the ion system logs for the procedure date was conducted and found no related system errors occurred during the procedure that would have likely caused or contributed to the reported complaint. Review of the event performed by an intuitive surgical medical safety officer (mso) concluded that a 73-year-old patient with severe copd underwent an ion endoluminal lung biopsy. Olympus radial endobronchial ultrasound (ebus) was utilized but malfunctioned with no visible image. Three transbronchial needle biopsies were obtained. On the 3rd pass bleeding was noted along with hypotension, hypoxia, loss of end tidal co2 and ventilation as well as oxygenation became difficult. The procedure was aborted and a code was called. Acls was initiated for a pea arrest and the ion system was undocked. The ett was obstructed with blood clot prompting removal and intubation with a new ett. Attempt at bronchoscopic localization of bleeding was unsuccessful. Hemostasis was unable to be achieved and acls was continued for 20 minutes. Resuscitative efforts were unsuccessful, and the patient died. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. Given the available data the bleeding with associated death were due to the biopsy procedure. There is no evidence the event was device related. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79%. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported bleeding of any severity in 2.1% of all cases and 1 death from any cause. -- folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. -- facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. -- kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. -- bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021.